Event description:
During a procedure to treat a fusiform aneurysm, the enterprise vrd was placed at the site, but while re-accessing the stent with a penumbra 2.8french catheter due to possible clot formation distal to the stent, the catheter was stuck on the stent, and the stent was dragged/migrated distally out of position. After the event, another stent was implanted to cover the aneurysm. Additionally, afterwards it was noted that there was no clot. Additionally, the physician indicated that the stent markers were difficult to see under fluoroscopy which made cross difficult. A second stent was placed to cover the aneurysm neck. The vessel diameter was 2.5mm proximally /3.00mm distal, and the stent was placed with 5/6mm on either side of the aneurysm neck. The product remains implanted and will not be return for analysis.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure to treat a fusiform aneurysm, the enterprise vrd was placed at the site, but while re-accessing the stent with a penumbra 2.8 french catheter, due to possible clot formation distal to the stent, the catheter was stuck on the stent and the stent was dragged/migrated distally out of position. After the event, another stent was implanted to cover the aneurysm. Additionally, afterwards it was noted that there was no clot. It was also indicated that the stent markers were difficult to see under fluoroscopy which made crossing difficult. The vessel diameter was 2.5 mm proximally /3.00 mm distally and the stent was placed with 5/6mm on either side of the aneurysm neck. The product remains implanted and will not be return for analysis. No further information is available. Based on the available information and without procedural films during the event, a definitive conclusion cannot be made. However, it appears that device interaction as well possible vessel characteristics contributed to the movement of the stent after placement. A device history record review cannot be completed since the lot number is not known. Therefore, no corrective actions will be taken at this time.